Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the reported incomplete coaptation cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 3 single leaflet device attachment (slda) events with the clarifier na. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.